Event description:
It was reported that a patient was smoking a cigarette in bed and caught fire to the sheets. As a result, the flames spread onto the mattress. There was no report of injuries or adverse consequences as a result of the fire.